Manufacturer narrative:
The insulin pump was received with a button error alarm and no act button response due to corroded keypad traces. The rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests were all unable to be performed due to no act button response. The insulin pump was received with scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.